Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal (baclofen) (concentration 500 mcg/ml, dose and frequency 120 mcg/ml) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that surgical intervention occurred: the patient's pump and catheter were completely explanted due to infection. It was reported that the pump and catheter would not be returned, as the customer discarded them. It was reported as "na" (not applicable) whether there were any environmental, external or patient factors that may have led or contributed to the issue. It was reported as "na" whether any diagnostics or troubleshooting was performed. It was reported that the issue was resolved at the time of this report. The patient status at the time of this report was stated as "alive - no injury." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via saol. The patient's additional medical history included a fall from a tree ((B)(6) 2015) resulting in a spinal cord injury, paraplegia, and incomplete quadriplegia (c5-c6) with spasticity. Concomitant products included ellura (proanthocyanidins) at 1 tablet, 1x/day, midodrine 5 mg at 2x/day, oxybutynin ER (extended release) 10 mg at 3x/day, imipramine 25 mg at 3x/day, probiotic at 1x/day, vitamin d at 1x/day, colace (docusate sodium) 100 mg at 2x/day, and senna (senna glycoside) 25.8 mg every 48 hours. On (B)(6) 2017, during the implant surgery, the patient started treatment with gablofen (baclofen; previously reported by another physician as lioresal) at 128.08 g/day (route and concentration not specified). It was noted no refills had occurred. On an unspecified date ("throughout time since the implant"), after starting the product, the patient experienced headaches which were severe at times. On (B)(6) 2017, the patient¿s incision site looked negative. On (B)(6) 2017, the patient experienced bladder retention and incontinence. A uti (urinary tract infection) was ruled out. On (B)(6) 2017, the patient received abt (presumed antibiotic therapy) for back incision cellulitis. On (B)(6) 2017, the patient experienced swelling at the anterior pump site, an open incision and drainage, and purple scarring on the back. Abt continued at this time. On (B)(6) 2017, the patient¿s back incision scabbed over and abt was again continued. No additional information was provided.